Manufacturer narrative:
(B)(4). The reported event is confirmed. The visual inspection identified that the returned product was missing a ball bearing and displayed excessive use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation identified that a field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause is attributed to previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ball plunger was missing from the tibial articular surface provisional shim. No adverse events have been reported as a result of the malfunction.